Manufacturer narrative:
The hospital¿s biomed staff and spacelabs field service engineer (fse) have investigated this matter. Investigative findings are unable to determine the cause of this issue as this is an isolated event. The interference eventually resolved on its own and there have been no repeat occurrences to date. Not enough information is known about the conditions at the time of the failure. Spacelabs fse has conducted testing of the system and has verified that it is working as expected. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
On december 7th, spacelabs received a report that 12 telemetry transmitter signals simultaneously lost their waveforms and went into a squelch pattern. This interruption happened intermittently for 4-6 hours. The cause has yet to be determined. No injury was reported associated with this occurrence.